Event description:
It was reported that during a procedure the patient's on-demand pacemaker had an additional discharge. The facility discontinued the procedure. The patient did not experience any adverse consequences and there was no medical intervention. According the the device instructions for use, "do not use this equipment with patients having a cardiac pacemaker or pacemaker electrodes unless otherwise directed by the (B)(6)."

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. Device not being returned

Event description:
It was reported that during a procedure the patient's on-demand pacemaker had an additional discharge. The facility discontinued the procedure. The patient did not experience any adverse consequences and there was no medical intervention. According the device instructions for use, "do not use this equipment with patients having a cardiac pacemaker or pacemaker electrodes unless otherwise directed by the cognizant cardiology department."